Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, fluid leakage was observed from the hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.